Event description:
It was reported that a clip got broken when the user tried to load it to an applier. Therefore, a new package was opened instead.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544250 hemolok xl clips 6/cart 84/box, lot# 73c2000058, the samples were functionally inspected, and during the test issue reported "broken parts - clip" was not observed in the current manufacturing process. Revision of (B)(4) rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken when the user tried to load it to an applier. Therefore, a new package was opened instead.

Event description:
It was reported that a clip got broken when the user tried to load it to an applier. Therefore, a new package was opened instead.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot # 73h1900261 was manufactured on 08/13/2019 a total of(B)(4) pieces. Lot was released on 08/21/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips (B)(4) /cart (B)(4) /box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the cartridge was returned with no clips remaining. One of the fingers on the cartridge was bent inward which might have been caused by improper loading technique. The clip applier was not returned. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned cartridge. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "broken parts - clip - info not provided" was not confirmed based upon the sample received. One cartridge was returned, but no clips were remaining in the cartridge. Since no clips were returned, the reported complaint issue could not be confirmed and a probable cause could not be determined.